Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported " 'system error 322 ' alarms', determined to be caused by loose lower latch switch bracket screws. The loose screws allow the lower latch switches to move in and out from the lower door latch, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The lower auxiliary assembly, which contains the loose screws, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue

Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported there was no pt injury.